Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent up or down arrow button response due to corroded keypad traces. The insulin pump had normal operating currents. The insulin pump was monitored for several days and no battery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.